Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with right ventricular (rv) lead manifested twiddler's syndrome. It was reported that both leads had capture, however, the ra lead had no sensing and the right ventricular (rv) lead had diaphragmatic stimulation when paced which indicates a lead dislodgement. This rv lead was surgically abandoned. No additional adverse patient effects were reported.